Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: several cs 054-0000 alarms were verified in the pump's history. Cs 054-0000 alarms are consistent with sleep alarms that cause the screen to be blank for several minutes. The display was fully functional during investigation.the pump was opened and the pc board, and flex from transceiver board were inspected with no defect found. The investigator confirmed the issue in history but was not able to reproduce it during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that she went to give a bolus and her display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.